Manufacturer narrative:
(B)(4). The device has not been returned for evaluation/repair.

Event description:
It was reported that the handpiece was making a noise after releasing foot pedal and getting warm. There was no patient or user impact or injury.

Manufacturer narrative:
Date rec'd: 01/06/2016. The device was received and evaluated. Mechanical testing confirmed the handpiece was noisy. Pre-repair temperatures at four (4) minutes measured: gear 93°f; motor 92°f; bearing 90°f; therefore, the reported complaint ¿getting warm¿ was not confirmed. The motor, cable assembly; bearings, seals and other parts were replaced. The device was tested to product specifications and returned to customer. A search of the service history for the device found this is the first time the handpiece was returned for maintenance or repair. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.